Manufacturer narrative:
Investigation: the complaint of no image being displayed on the catheter was investigated. The defective catheter was returned, and an investigation was performed. Severe delamination was found on stack face during visual inspection. The transducer also failed electrical testing. From these observations, it was determined that the cause of this catheter complaint was acoustic array delamination due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under sedation with the catheter inserted into the patients' anatomy was undergoing an unspecified procedure. The doctor was watching the images on screen but no catheter image was displayed on the ultrasound system. The doctor removed the catheter and reinserted a new catheter into the patient to continue and complete the procedure. The ultrasound system was not rebooted; however, there was a delay of five minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.